Manufacturer narrative:
Continuation of medical products: competitor ICD, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined superior vena cava (svc) impedance and the svc had fractured after a device changeout. The svc portion of the lead was programmed off and defibrillation thresholds testing was successful. The remainder of the lead is still in use. No patient complications have been reported as a result of this event.